Manufacturer narrative:
No conclusion can be made. The information provided alleges the patient was treated postoperatively for infection, however, the cause of the infection is unknown. The product is supplied sterile to the customer. There is no connection that can be made to identify the device causing or contributing to the postoperative infection. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via (B)(6): the patient was implanted with a davol perfix plug. As alleged the patient developed an infection and antibiotics were administered.